Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the implantable cardiac monitor exhibited undersensing resulting in pause notifications. No intervention was reported. The undersensing is expected to resolve as the patient's implant pocket heals. The patient was stable throughout.